Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. The devices associated with this adverse outcome were returned from a crematory with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant medical devices: 419688, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned to the manufacturer from a crematory with no information. Further review of the manufacturer¿s database indicated the patient is deceased and died approximately 11 months after implant of the crt-d and left ventricular (lv) lead, and approximately 3 years after implant of the right atrial (ra) lead and right ventricular (rv) lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.